Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, and according to the patient was "broke." The lead was reprogrammed, capped, and replaced. It was also reported that two expired caps were implanted. The physician decided to keep the expired caps implanted. No patient complications have been reported as a result of this event.